Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a heat rash under all the electrodes. The patient reported the rash appears as red bumps in a circle under all the spots of the sensors. The patient stated the irritation was itchy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported she was going to call her doctor for a cream for the irritation and that she was going to get lotion as well. Follow up indicated the irritation improved. It's unclear if the doctor recommended the water-based lotion. Follow up indicated the irritation improved. Reporting out of abundance of caution. Supplemental report 9/16/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a heat rash under all the electrodes. The patient reported the rash appears as red bumps in a circle under all the spots of the sensors. The patient stated the irritation was itchy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported she was going to call her doctor for a cream for the irritation and that she was going to get lotion as well. Follow up indicated the irritation improved. It's unclear if the doctor recommended the water-based lotion. Follow up indicated the irritation improved. Reporting out of abundance of caution.